Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31183375m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a optrell mapping catheter with trueref technology and the patient experienced complete heart block. Near the end of the procedure, about 2 hours from the time the patient entered the room, the physician noticed that the patient had cavb (complete atrioventricular block). The physician reviewed the lab data and cavb was found to occur at the time of mapping in the right atrium (ra) with the optrell. The physician stated that the optrell may have rubbed the atrioventricular (av) node during mapping. The patient left the room for observation as instructed by the physician. When the patient left the room, the patient was still with cavb, but the physician decided to follow up on the patient's condition. There were no abnormalities observed prior to or during use of the product.